Manufacturer narrative:
Additional information: product analysis summary: visual examination of the instrument did not reveal any material or functional damage in terms of fracture, cracking, or breakage. Rod inserter attachment arms and levers open and close and function normally. Rod inserter rod attachment lever opens normally and securely retained sample rod when closed. Sample rod used to functionally test for rod disengagement; sample rod properly retained. Additionally, lmc/mmc rod simulation gage g0836 used to verify proper retention. The mmc conditions properly retained; the lmc gage was not retained. Conclusion: the above observations, in addition to the lot code is consistent with anticipated wear of the instrument.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient with a history of l5-s1 disc prolapse with decompression and tlif, underwent a spinal procedure. During the procedure, "during insertion of the rod, the rod was disengaged from the inserter inside of the patient and was difficult to remove. The procedure was finally completed with a new system".